Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were observed. It was noted that the cold pixels were "constant". There were no patient complications reported in relation to this event.